Event description:
The customer stated a patient generated low sodium results of 118 and 119 mmol/l on the architect c8000 analyzer. The customer calibrated the assay and retested the sample yielding a sodium result of 136 mmol/l. A corrected report was issued. No impact to patient management was reported.

Manufacturer narrative:
Six patient samples generated aberrant low sodium results using the ict calibration performed at 05:42 in 2008; the sodium results ranged between 116-120 mmol/l. After recalibrating at 07:11, the sodium results increased by 17 - 18 mmol/l. Although the ict module had exceeded the 2 month onboard warranty period, the ict module remained in use without further concern. The customer felt the issue was due to loading low samples that were not inspected before loading on the analyzer. The customer's system logs and calibration sample delta millivolt data verify the issue and support that the calibration performed at 05:42 utilized old calibrator cups that remained in carrier positions 2 and 4 since the previous calibration performed 9 hours earlier at 20:08 the day prior. Experimental testing performed in-house verified that ict calibrators exposed for 7 hours generate increased sample delta millivolts and out of range low sodium results compared to data generated with fresh calibrators. Labeling in the operations manual, ict application sheet, and ict calibrator insert provide sufficient information with regard to ict module use and maintenance, calibration and control requirements, handling ict calibrators and other consumables, and trouble shooting the customer's issue. Based on the available information, in-house testing, and investigation performed, the aberrant low sodium results were probably caused by performing an ict calibration using old calibrator cups poured 9 hours earlier for the previous ict calibration. Recalibrating with fresh calibrators resolved the issue, and the ict module remained in use without further concern. The complaint history for the customer's analyzer found no recurrence of the issue. The investigation did not identify a deficiency of the ict module. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.